Event description:
It was reported that the patient presented for follow up with atrial lead dislodgement. The physician elected to explant and replace the lead. The patient was in stable condition. Additional information was requested, but not received.